Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shutdown with a black screen and a hexadecimal error: 0xffffff during an infusion of a critical medication at the neuro ICU (intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. The device was found to be within specification during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device had low audio. The cause was identified to be a detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.